Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A 3 hour accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed and found no discrepancies. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A user facility registered nurse (rn) reported to fresenius technical support that their patient came to the clinic experiencing shoulder pains and feeling full of air. Additionally, the patient stated an unknown fluid leak was experienced during an unknown phase of treatment and a puddle of fluid was discovered on the bottom of tray of the liberty select cycler cart. The cycler did not experienced any warnings, messages or alarms during the event. The patient brought a companion cassette to the clinic for the rn to address the cause of the leak. The cycler is not available for return. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Additional information: g1 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility registered nurse (rn) reported to fresenius technical support that their patient came to the clinic experiencing shoulder pains and feeling full of air. Additionally, the patient stated an unknown fluid leak was experienced during an unknown phase of treatment and a puddle of fluid was discovered on the bottom of tray of the liberty select cycler cart. The cycler did not experienced any warnings, messages or alarms during the event. The patient brought a companion cassette to the clinic for the rn to address the cause of the leak. The cycler is not available for return. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius technical support that their patient came to the clinic experiencing shoulder pains and feeling full of air. Additionally, the patient stated an unknown fluid leak was experienced during an unknown phase of treatment and a puddle of fluid was discovered on the bottom of tray of the liberty select cycler cart. The cycler did not experienced any warnings, messages or alarms during the event. The patient brought a companion cassette to the clinic for the rn to address the cause of the leak. The cycler is not available for return. Additional information was requested, however to date has not been provided.